Manufacturer narrative:
Concomitant medical products: 305u25 tissue valve, implanted (B)(6) 2006, 694765 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold. The lead remains in use. A revision was planned. No patient complications have been reported as a result of this event.